Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a vizigo and during the procedure, after removing the outer sheath from the patient, it was found that the inner part of the outer sheath was damaged, and a wire fell off from the outer sheath. A second device was used to complete the operation. There was no adverse event reported on the patient.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the pictures provided by the customer, a plastic thread was observed. This material could be related to the polytetrafluoroethylene (ptfe) component that is part of the inner diameter of the vizigo sheath, and may have been related to the handling of the device during the procedure; however, this cannot be conclusively determined. A device history record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).